Event description:
It was reported that this patient was received several shocks from their device and was hospitalized. Upon device data review, it was determined that the patient had several instances of supraventricular tachycardia that were inappropriately treated with anti-tachycardia pacing (atp) and electric shocks. Additionally, high out of range pacing impedance (>2500 ohms) and high, out of range shock impedance (>200 ohms) was observed from this right ventricular (rv) lead. It was alleged this rv lead had fractured. The physician elected to surgically cap and abandon the rv lead and explant the device. A new device and rv lead were subsequently implanted to resolve the event. The physician is also managing the patient's medication to control atrial arrhythmias. The rv lead remains implanted, but capped and out of service. The patient was stable with no additional adverse consequences.